Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to oxidation of latch harness contacts. A field service engineer cleaned and treated the oxidation of latch harness contacts to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es had a drawer failure. The customer stated that the drawer failed to open and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.